Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation, and to report that the unit was replaced for the customer.

Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. It was also confirmed that a patient was on the bed when this occurred, but the bed did not lower and there was no injury to the patient from this event.